Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels, and believed that the pump stopped delivering insulin. Customer reported having seen "stop insulin" on the pump. Troubleshooting was performed with tandem technical support, and no issue were found. Recommendation was made that the customer change out the insertion site. Customer declined follow up, indicating that they were going to talk with their healthcare provider the following day.